Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
It was noticed that the locking pin, of a smart control stent, had come out of place in the handle after prepping the device and before inserting it into the sheath. It was unknown exactly at what point the pin came out of the handle, but it was not manually removed from the device. The physician attempted to return the pin to the original position, but this was unsuccessful. The device was not used in the patient, and the procedure was completed using another smart control product. There was no patient injury as the device was never used clinically.